Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted customer with resetting pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.